Manufacturer narrative:
(B)(4). Covidien is submitting this report on behalf of (B)(4), (importer).

Event description:
Procedure: urogynecological. According to the reporter: the patient's attorney alleged a deficiency against the device. Product was used for therapeutic treatment.

Manufacturer narrative:
(B)(4)

Event description:
Additional information received, summary of facts, what was the indication for implantation of transvaginal mesh in this patient? Pelvic organ prolapse, stress urinary incontinence. What were the postoperative complications that this patient developed following transvaginal placement of surgical mesh? (B)(6) 2006, underwent type 4e laparoscopic hysterectomy, bilateral salpingooophorectomy, anterior perineorrhaphy and tension-free vaginal tape procedure using uretex. Complications post uretex implantation: (interim medical records during (B)(6) 2006-(B)(6) 2013 are unavailable for review except for few visits during (B)(6) 2007-(B)(6) 2007 which are extraneous to covidien mesh case upon review) (B)(6) 2013 - overactive bladder, refractory urgency and urinary incontinence planned for interstim placement interventional surgery: (B)(6) 2013 - underwent interstim permanent placement of both generator and left-sided lead into the s3 foramen, programming of the interstim battery and fluoroscopic placement and interpretation. (Further medical records are unavailable for review) following mesh revision did the patient present with serious complications which required additional surgeries? No. As per the available medical records, the patient did not undergo any mesh revision surgery.